Event description:
Pt reported a pump malfunction. No further information, details, or dates available. Unknown if interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was reported. Device is available for return. Serial number was not reported. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.